Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. The physician chose a spectranetics tightrail sub-c rotating dilator sheath to aid in lead removal. During the procedure, the tightrail device stopped working. There was a difference in the sound it made as the physician squeezed the handle, as if it had broken inside and was no longer turning, which was confirmed under fluoroscopy. After use, it was observed the device''s shaft was very loose and flimsy. A new device was opened and the procedure was completed with no reported patient harm. The tightrail device was received in two pieces on (B)(6) 2022. The handle and the shaft were separate, which would prevent the blades (located at the distal tip of the device''s shaft) from actuating, since actuation of the blades originates in the device''s handle. During device evaluation on (B)(6) 2022, it was discovered that the blades of the tightrail device were not retracted and were in an extended position, past the outer band of the device. This report captures the tightrail device returned with the separated shaft and extended blades, potential for harm.

Manufacturer narrative:
The device was evaluated by a cross functional team. The handle and shaft were returned in two pieces, with the inner and outer coils broken under the strain relief. Severe biologics were seen throughout the device. Observing the distal tip of the shaft, the blades were found to be in an extended position. With the handle halves separated, the device showed heavy to normal use. Due to the significant amount of biologics seen on the inside of the device, the barrel was unable to rotate within the sleeve. After the device was soaked and ultrasonically cleaned, the barrel revealed severe marring on the barrel on the home track return path and slight marring on the far track return path. This marring caused the barrel and sleeve to fail the drop test. Manual actuation could not be tested due to the shaft being broken into two pieces. Additional analysis showed evidence of a uniform directional ductal tensile break, indicative of stress being placed on the device. There was no evidence of a design, production or use related failure. It was concluded that the broken shaft was caused by exceeding the design limits of the tensile strength of the device during use. However, it could not be determined how or when the limits of the tensile strength were exceeded.